Event description:
A patient reported experiencing accurate erratic results with a lifescan meter. The patient's blood glucose results were 71, 247, 67 mg/dl. Tests were done within 10 minutes with a difference of 83%. Patient did not experience any adverse events. No further information has been reported.